Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Claim#:(B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 12.6mm, tmicl12.6, -11.5/1.5/082 (sphere/cylinder/axis), implantable collamer lens tore during delivery. The lens was removed and replaced within the same surgery with no patient injury and the problem resolved. For cause of event the reporter stated " footplate ripped during delivery, very thick lens, difficult to pull through cartridge.